Event description:
Additional information was received that the full results for the patient's high impedance per the physician were systems - output current - ok, impedance - high, dcdc - 4, eri - no and normal mode - output current - limit, impedance - high, dcdc - 7. That last good diagnostics provided by the physician was on (B)(6) 2011.

Manufacturer narrative:
Describe event or problem: corrected data: follow-up report # 1 was inadvertently submitted without completing this section with the additional information.

Event description:
Additional information was received that the patient had a full revision. The generator and lead will not be returned to the manufacturer for evaluation as the hospital requires a patient's signed release to return explanted product.

Event description:
It was initially reported that the patient had high impedance on both systems and normal mode diagnostics. The patient was referred to a surgeon. Surgery is likely but has not occurred to date.good faith attempts for more information have been unsuccessful to date.